Event description:
Caller reported a malfunction on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer was assisted by technical support in resetting the pump, and there were no recurrences of the malfunction after the reset.